Event description:
The reporter's mother was getting lower blood sugar readings than reporter felt were correct. The visiting nurse did a meter to hcp meter comparison test when nurse was there. The tests were done minutes apart. Mother's meter read 65mg/dl, and the nurse's meter(type unknown) result was 119mg/dl. No symptoms were reported. Due to unavailable of control solution, a control test was not done. No harm was alleged.